Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 429888 lead - qua296798v implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead there  were multiple attempts to position the le ad.  There was posterior rotation, good lateral vein but  the lead would not stay.  An attempt to wedging the lead in small branch, the lead was also tried multiple times to lock in lead with side helix in mid branch. A pull and push test was successful and slitting successful. The lead slowly inched backward until dislodges during implant and was successfully implant and dislodged again post pocket closure.  The initial lv lead was explanted and replaced with another lead which also experienced dislodgement during implantation. The lead was successful implant in middle cardiac vein versus the lateral. Post operation check indicated that the patient had  extracardiac diaphragm stimulation and was able to be programmed around. The second implanted lead remains in use. No further patient complications have been reported as a result of this event.